Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (No problem found) the evaluation did not identify any issues relevant to the reported event.

Event description:
It was reported that after use the camera is very hot, and it is difficult to hold it in the hand. There was no harm or adverse event for patient, operator or third party reported. This was noticed after the surgery. No further information received.